Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the reported led issue was not reproduced or confirmed, and a definitive root cause could not be determined. During the device evaluation, a check of the error log revealed that error e03 had occurred, and the pressure-sensor had failed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus high flow insufflation unit¿s front panel leds were not properly illuminating. According to the initial reporter, the leds were dark, and flickering intermittently. There was no patient harm reported as a result of the above event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. A visual inspection of the returned device showed no abnormalities in the physical appearance. Furthermore, functionally speaking, the unit was performing as intended without error. If additional information becomes available following the device evaluation, a supplemental report will be filed.